Event description:
It was reported that the compressor did not start. There was no harm. (B)(4).

Manufacturer narrative:
The issue was wrongly reported as a compressor unit not starting. The issue concerned a ventilator unit could not start. The reported ventilator was investigated at the hospital by our filed service engineer (fse), the failure could not be duplicated. The unit was functional checked and safety tested before it was returned back to clinical service. Given this, we have not been able to confirm the problem nor can we identify any root cause.

Event description:
Manufacturer ref.#: (B)(4).